Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-mar-2026, it was reported by a sales representative via (B)(4) that when pressing the lavage button of an ar-6495 pump remote, the fluid and pressure would go down to almost zero. This was discovered during a procedure with no patient harm.